Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10852r10, implanted: 2001-(B)(6), product type: catheter. (B)(4).

Event description:
The day prior to this report, the patient came in for a pump refill and recheck of her low back and knee pain. The patient did not feel well. She fell at home on (B)(6) 2015; was seen in the ER (emergency room); and had a hairline fracture in her left arm. The patient was sleeping poorly, had a decreased energy level and her pain was not well controlled/¿much reduced analgesia¿. The expected residual volume was 3.1 ml, but they pulled out 20 ml. There was a motor stall in the event logs dated (B)(6) 2015 with no motor stall recovery recorded. The patient had no MRI exposure. The patient reported a loss of therapy ¿around a month ago¿. The pump was programmed to minimum rate. A dye study and rotor study were done on the date of this report. The catheter was patent. They did 2 separate rotor studies with a 1 minute calculated bolus; they marked the rotors at 10 second intervals. There was ¿absolutely no rotation of the rotors and the programming read mechanical failure stall¿. The plan was for the patient to have scoliosis surgery first and recover from that; then they would determine what to do with the pump. The device system was delivering fentanyl.